Manufacturer narrative:
(B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: the event happened 3 weeks ago. I was not in the room when the incident to place. The patient was not injured. The customer reported the sheath broke. Unfortunately, I don't know why. The customer stated it broke and was not strong enough. Instrument malfunction.

Event description:
It was reported that the patient underwent a gynecological procedure on an unknown date and mesh was used. During the procedure, the device's sheath was found to be defective and broke. It is unknown how the procedure was completed. There were no patient consequences reported. No additional information was provided.

Manufacturer narrative:
The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. The device received was manipulated and used. A plastic needle is bent and the plastic sheath is cracked due to manipulation. Based on the evaluation this complaint is not linked to a manufacturing issue.